Manufacturer narrative:
The customer did not return any product for investigation. Complaints regarding this allegation and the specific lot number involved were reviewed and showed no increase for the affected production interval. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The lancet device was requested for investigation. The lancet packaging has been discarded. Device manufacture date: the year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
We received an allegation of an issue with a coaguchek softclix device. The lancet was protruding past the end cap of the device. The customer alleged the lancet protruded after priming the device and retracted back into the device once the device was fired. It is not known if the lancet was seated properly at the time; the customer declined to provide any additional information.